Manufacturer narrative:
The device was returned to olympus and the evaluation found: blurry image, water leak and focus could not be adjusted. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to deformation of lens the image was blurry, due to water leak in lens the image was blurry and deterioration of body the focus could not be adjusted. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the image was blurry, water leak in the lens and the focus could not be adjusted.